Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving baclofen via an implantable pump. On (B)(6) 2021, it was reported that the patient did not appear to have any therapeutic effect following a corrective surgery for hip dislocation. The surgery occurred six months after the pump implant on (B)(6) 2019, and it was confirmed that, prior to this, the patient had good therapeutic effect and changes were seen by the patient's family following dose increases. Catheter access was tested at the time of the loss of therapeutic effect and the hcp could not aspirate any cerebrospinal fluid (csf). It was confirmed that the patient was not in withdrawal nor did it appear that there was a time when the patient did withdraw. It was noted that the reservoir volume was as predicted. The pump was put into minimum rate mode and the catheter was partially replaced on (B)(6) 2021. It was noted that csf flow was not achieved when the catheter was disconnected or at the point where the catheter was cut for explant. The event was considered resolved at the time of the event.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via a manufacturer's representative on 2021-oct-10. It was confirmed that the event was resolved and no further actions was required.

Manufacturer narrative:
B5: updated to reflect information received on 2021-oct-10. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2021. Product type catheter. H3: analysis of the catheter revealed a non-significant anomaly regarding the catheter body having been deformed in shape and/or abrasion that did not affect infusion in the laboratory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.